Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care user that during use, the infusion set detached from their skin and fell away from their body. Home care user reported that blood glucose levels were not affected. No further adverse effects to user reported.